Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Unexpected battery power loss not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer stated they received low battery alarm and changed several batteries. Customer stated self test was failed and received alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.